Event description:
This spva has been functioning normally for several years at the setting of 150 but the patient recently started to suffer from hydrocephalus. Under x-ray, the surgeon found that the flow stopped at the distal catheter. Therefore, the valve and the catheter were extracted on (B)(6). He would like to know what the cause of the occlusion is.

Manufacturer narrative:
The results of the laboratory analysis of the valve will be sent to complete this incident report.